Event description:
It was reported that the bd needle 30ga 1/2in had foreign matter. The following information was provided by the initial reporter: it was reported that foreign matter (dirt/residue) is present inside the plastic (picture attached). Before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.